Event description:
The pt was found unresponsive in respiratory arrest. The nurses claim that the spo2 probe had slipped off his finger, but the monitor was not alarming for spo2 nonpulsatile. The nursing staff had last checked on the pt about ten minutes before the incident. The pt had an external pacing device. Arrhythmia strips from the central station which were printed from alarm history indicate a three star brady alarm. The pt was resuscitated and taken to cardio-vascular ICU where he died three days later.